Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. Technical services (ts) reviewed the device date and confirmed the battery appeared to be depleting more quickly than expected, and recommended device replacement. This s-ICD is still in use. No adverse patient effects were reported.

Manufacturer narrative:
This report is being updated to provide update to the remedial action type section in h7. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. Technical services (ts) reviewed the device date and confirmed the battery appeared to be depleting more quickly than expected, and recommended device replacement. This s-ICD is still in use. No adverse patient effects were reported. Upon receiving additional information, it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. This s-ICD is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. Technical services (ts) reviewed the device date and confirmed the battery appeared to be depleting more quickly than expected, and recommended device replacement. This s-ICD is still in use. No adverse patient effects were reported. Upon receiving additional information, it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. This s-ICD is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. Technical services (ts) reviewed the device date and confirmed the battery appeared to be depleting more quickly than expected, and recommended device replacement. This s-ICD is still in use. No adverse patient effects were reported. Upon receiving additional information, it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. This s-ICD is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This product was returned to boston scientific for analysis.